Event description:
On (B)(6) 2012, it was reported that during an initial implant surgery of vns, the surgeon accidently cut the facial vein, the surgeon used gel to stop the bleeding. The bleeding stop and the pt was implanted with vns. Pt was sent to intensive care unit for hematoma monitoring.